Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all seven drawers on the auxiliary and four doors of the tower had failed. A field service engineer isolated the main unit from the auxiliaries, and the tower was detected when connected to the main without the auxiliary, leading to the tower being disconnected. The engineer replaced the seven-drawer pyxibus cable before troubleshooting the auxiliary. Each drawer on the auxiliary was then connected one by one into the circuit, and it was found that the half-height drawer 2.1/2.2 on the auxiliary was causing the issue. The engineer retrieved a half-height pmc from the vehicle and replaced the pyxibus module controller (pmc) on auxiliary drawers 2.1/2.2. An acceptance test was run; issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple drawers were failed and not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.